Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable. It was reported the user declined troubleshooting with support. Per reporter residual volume was: 10.1, rate 2.2 and 97.9 was given. No additional information is available at this time. No adverse patient effects were reported.